Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the check button on the infusion device does not function and the protective rubber on the down button is completely removed. She changed the battery and was unable to restart the infusion device due to the defective button. The infusion device was replaced and requested for eval. No physiological effects were reported, and she did not require treatment from a health care professional or second party to address the issue.